Event description:
The customer received questionable thyroid results for an unknown number of patient samples. The samples were initially tested on a cobas e602 analyzer at the customer site. The specific date of testing was not provided. The samples were sent for investigation and tested on an analytical e module analyzer, cobas e411 analyzer and centaur analyzer. Of the data provided for four patient samples, only the free thyroxine (ft4) results for one patient sample were discrepant. Refer to the attachment to the medwatch for all patient data. Information concerning which result was reported outside the laboratory was requested, but was not provided. The investigation results were reported to the customer. There was no adverse event reported. No action was taken based on the investigation results. A specific root cause could not be identified as not enough sample from the patient was available for further investigation. Additional information for further investigation was requested but was not provided. From the information provided, a general reagent issue could be excluded. When comparing results generated by different types of analyzers, variances can be expected. The patient's age, gender, and other characteristics should be considered when comparing results for thyroid assays.

Manufacturer narrative:
This event occurred in (B)(6).